Event description:
During a periodic maintenance inspection, it was reported that a pin was found broken off inside the quick-combo therapy cable connector. The failure would result in the device's inability to connect to the therapy cable or paddles assembly and provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control provided the customer the requested therapy connector part number information.